Manufacturer narrative:
Event occurrence date is an estimate. Exact date unknown.

Event description:
It was reported the patient will have his inflatable penile prosthesis revised due to "prosthesis not inflating" on a future date. No patient complications were reported in relation to this event. Information was received that this patient also experienced a loss of rigidity with his device. Information was received that explanted components are in the process of returning. This implies the device has been explanted.

Manufacturer narrative:
Device evaluation: returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The ams 800 device was visually inspected. There was a pinhole leak in the cuff that was the result off fatigue and avulsion. A leakage test confirmed fluid loss. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported the patient will have his inflatable penile prosthesis revised due to "prosthesis not inflating" on a future date. No patient complications were reported in relation to this event. Information was received that this patient also experienced a loss of rigidity with his device. Information was received that explanted components are in the process of returning. This implies the device has been explanted. Further information was received that the explanted device that was returned was an artificial urinary sphincter (aus) and not an ipp. It was reported the patient will have his artificial urinary sphincter revised due to recurring incontinence. No further patient complications were reported in relation to this event. Additional information was received that this patient had his aus replaced on (B)(6) 2018.